Event description:
Per the study, approximately five years after undergoing quadruplet cypher stent implantation, the patient was hospitalized for sub-acute posterior (mi) myocardial infarction requiring (pci) percutaneous coronary intervention. The diagnosis of sub-acute mi (stemi) st segment elevation was due to thrombosis in distal (rca) right coronary artery. Pci of the distal rca by direct stenting, as well as bare metal stenting (bms) of serious stenosis in mid rca was conducted. Good long-term results for stents in (lad) left anterior descending artery and first diagonal.

Manufacturer narrative:
Subject suffered already 30 hours from serious thoracic pain with radiation to the shoulder blades. Bp 190/110mmhg, nitro spray does not help. It is decided to hospitalize the subject. The (ECG) electrocardiogram showed significant st elevation in iii and avf, and troponin was increased significantly (0.97). An urgent (pci) percutaneous coronary intervention was done revealing thrombosis in the distal rca (100%). Direct stenting (bms - prokinetic 3.0x15) of the segment was done as well as direct stenting bare metal stenting (bms - prokinetic 3.0x15) of a significant stenosis in the mid rca (90%). The stents implanted in 2003 show good long-term segments. The proximal left circumflex 20% stenosis, the (rpd) right posterior descending artery of the rca was 60% stenosis- all other vessels show irregularities). Good pci results, with timi 3 flow. Material used included: 1 guiding catheter, 2 other stents with delivery system, 270cc contrast. No complications noted during hospitalization. Medication included: 1x aspirin, 1xi scover 75mg (for 4 weeks), 2x beloc zok 95mg, 1 x lorzaar plus 50/12.5mg, 1x lorzaar 50mg, and 1x simvahexal. During the index procedure, the patient was treated with two cypher stents in the proximal and mid - left anterior descending artery that were deployed at 16 atmospheres. Direct stenting in the first diagonal with a cypher stent deployed at 12 atmospheres. Another direct stenting was conducted in the mid (rca) right coronary artery with a cypher stent deployed at 18 atmospheres. No complications and no staged procedure were noted. Other materials used included 2 guiding catheters, 2 guidewires, 1 balloon, 4 cypher stents with delivery system, 380cc contrast. Medication according to protocol: 300 mg clopidogrel pre-procedure, 75 mg clopidogrel was given at discharge. No abnormal values of cardiac enzymes at 6 hours and 12 hours post-procedure was documented. The subject was discharge in good condition (no angina, no (ae) adverse event). Medication at discharge included: beta-blocker therapy, aspirin, clopidogrel, lipid lowering agent, and ace-inhibitor. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.